Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
It was reported by our affiliate that cyst forming around implants. Patient consequence is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
Additional information received from affiliate on 01june2018: it was reported the product code for this omnispan product is not available. It is unknown when the product was implanted or when the cyst issue occurred. There is no intervention planned.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. No valid mitek part or lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes has been informed that the catalog number and lot number are not available.